Event description:
It was reported by dealer that the joystick for the tdxsp-mcg power chair would not turn off it would just say goodbye. Dealer alleges this is the third joystick for this chair. Records show one joystick that was replaced under recall in (B)(6) 2014. No further information or troubleshooting could be done because the dealers' line was disconnected.